Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). It is unknown if the quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse tested the instrument and noted an acid/base contamination and replaced all acid and base tubing, reservoirs and the pumps. The dispense volumes were confirmed and dry testing was performed which was acceptable. Precision testing was run, and samples were tested on a non-siemens instrument. The customer ran quality controls which passed. The cause of the discordant anti-hbs2 results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Siemens also filed MDR# 2432235-2019-00140 and 2432235-2019-00141 for this event.

Event description:
Discordant results were obtained for antibodies to (B)(6) surface antigen (B)(6) on a patient sample on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated twice on the same instrument and were not matching the original result. The true result is unknown. There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.